Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Device initially reported as a malfunction. Device was evaluated and the observed damage of stripping noted does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018. For 2050-27 - dr (B)(6) was using the side rod cutter. It is blunt and asked for it to be replaced. No time lost. Catalog # 2797.02.050 - dr (B)(6) went to use the t20 screwdriver in his standard procedure, to place the pedicle screw and felt that the tip was "burred", it was "slipping" and did not properly engage in the screw head. He requested that it be replaced. There was another t20 screwdriver available. No time lost.